Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not described. The peritonitis was manifested by cloudy effluent, abdominal pain and fever. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection meropenem (unknown dose/route, discontinued after 8 days) for peritonitis. Ten days after the event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.